Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data was analyzed, particularly the pacemaker's memory content. From the data received there was no indication of a device malfunction. However, the atrial lead impedance showed a slight instability between 350 ohms and 500 ohms. Furthermore, it was noticed that the measured atrial sensitivity amounted to 0.4 mv which might have led to oversensing. The iegms, particularly the ventricular channel from march 05 and 12 documented that the device was pacing but it is assumed that the paces were ineffective. The root cause for this observation was not determinable with the data available.

Manufacturer narrative:
We were informed this device was returned for analysis. (B)(4). Upon receipt, the pacemaker was visually inspected revealing scratches and burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. A mechanical inspection of the header of the pacemaker revealed no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker¿s memory content was analysed indicating no deviations. The battery status was found to be "eri" due to cold environmental conditions such as storage or transport. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be within specification. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - the remaining battery is about 9 months until eri. Therefore, the device will be replaced soon, but the physician needs to make a decision whether the implanted leads will need to be replaced or not. During a regular follow-up, no deviation was observed. Mode switch was turn on during the follow up because the physician realized it was not switched on before. On (B)(6) 2013 the patient visited another hospital due to feeling sick. An ECG was taken and then pacing failure was observed. Afterward the patient visited another hospital the same day. The pacing failure was again observed by 12-lead ECG. Ventricular threshold was 0.5v with 2.0v. There is no abnormality in the lead impedance. The device setting was changed from 2.0v/ 0.4ms to 6.0v/ 0.4ms and the patient went back to home. On (B)(6) 2013 another follow-up was carried out and there was no abnormality in the measured data. Because lead check had not turned on, the impedance trend could not be observed. Lead check was turned on at this follow-up. According to the physician the patient had not taken any medicine which might be the cause of high threshold. The patient is male (B)(6).